Event description:
Additional info received from the reporter on 07/08/2014: I had an internal scope that concluded the essure was indeed expelling itself. The left one was further out then the right. Neither spring were as far in as they should have been during placement.

Event description:
Started having lower pain after implantation. About two months ago started having sever abdominal pain, even my hips hurt. My periods went from 4 days to two weeks with a lot of spotting. My left lower side right above of my pelvic bone bulges occasionally and hurts constantly. I also gained 10lbs in a month and have been exercising daily and can't loose anything.(B)(4).

Event description:
Additional info received from the reporter on (B)(6) 2014: coils and tubes where removed using three small incisions. #medwatcher (B)(4). .